Event description:
Information received with return of the explanted device notes that approximately four weeks after the pacemaker was implanted, the patient underwent mitral valve replacement and coronary artery bypass. During the surgery, cautery and/or internal defibrillation was used. Immediately post- op, the pulse generator reverted to vvi mode and could not be programmed.